Event description:
It was reported that during a routine device check, suspected perforation was noted. The patient was asymptomatic. Loss of capture was also noted. Further evaluation is planned. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.